Manufacturer narrative:
Controls are run once a day. The controls were run prior to this event and the results were within the lab's established range. The customer did not initiate or request a service call in connection with this event. A clear root cause cannot be determined for this event.

Event description:
A customer contacted beckman coulter inc (bci) in regards to an erroneous low alkaline phosphatase (alp) result, which was generated by unicel dxc 600 pro chemistry analyzer. The original sample was re-tested and the repeated result was higher. The customer also performed a replicate of 5 runs of the original sample using the same instrument. The results confirmed the higher result was correct. The erroneous result was not reported out of the laboratory. Patient treatment was not affected by this event.